Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre reader were reviewed and the dhrs showed the libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported the adc freestyle libre 2 reader would no longer power on by button or by test strips. As a result, the customer experienced unspecified hyperglycemia symptoms. The customer had contact with a healthcare professional who obtained an unknown lab test and provided unspecified medication for the diagnosis of hyperglycemia. No further details regarding the medical event were provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The returned reader was investigated. Reader powered on with button depression. No new issues were observed. Blank screen was not observed. The complaint was not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported the adc freestyle libre 2 reader would no longer power on by button or by test strips. As a result, the customer experienced unspecified hyperglycemia symptoms. The customer had contact with a healthcare professional who obtained an unknown lab test and provided unspecified medication for the diagnosis of hyperglycemia. No further details regarding the medical event were provided. There was no report of death or permanent injury associated with this event.